Event description:
Hospital emergency department personnel responded to a pt in full cardiac arrest. The pt had previously been down an unknown period of time before bls unit arrived then shocked 3 times with no response by the basic life support automatic external defibrillator before transporting pt to the hosp. The device was connected to the pt with ECG electrodes and diagnosed in ventricular fibrillation. According to the rptr, when the device's paddles were used to administer a countershock, the device would charge but would not transfer energy when the discharge buttons were pressed. The pt was not resuscitated but the report indicates the patient's death was not caused or contributed by the alleged malfunction because the patient was not viable.